Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found mechanical indentation to the distal pulley that potentially contributed to the broken grip cable. Additional observation not reported by site that is related to the primary failure: the instrument was found to have indentations on the edge of the distal idler pulleys. There were no pieces missing. Grip cable adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. The grip cable was broken. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The instrument was found to have thermal damage on the grip cable track of the yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument had a wrist cable broken. A backup instrument was used to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: no thermal damage nor arcing was observed.